Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the middle meningeal artery (mma) to treat a dural arteriovenous fistula (d-avf) using penumbra smart coils (smart coils). During the procedure, while advancing a smart coil out of its introducer sheath and into the hub of the non-penumbra microcatheter, the physician encountered resistance. Subsequently, the smart coil was unable to advance through the microcatheter after passing over the hub. Therefore, the smart coil was removed and the procedure was completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the penumbra smart coil (smart coil) embolization coil was intact with the pusher assembly and had offset coil winds near its proximal end. During functional analysis, resistance was experienced when advancing the smart coil out of its introducer sheath. Furthermore, the smart coil could not be advanced through the hub of a demonstration microcatheter. Conclusions: evaluation of the returned device revealed that the smart coil embolization coil had offset coil winds near its proximal end. This type of damage typically occurs if the smart coil is forcefully advanced while the introducer sheath is not properly aligned inside the hub. This damage likely contributed to the resistance experienced when advancing the smart coil during the procedure and during functional analysis by the penumbra investigator. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.